Event description:
St. Jude medical rep reported a lead fracture. The stored electrograms showed multiple non-physiologic morphologies and inappropriate fib detection due to noise. The decision was made to replace the lead.